Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was not fed into the jaws properly when the device was fired by a nurse outside the patient. When the device was fired again, the clip which was fed into the jaws halfway and was crushed and it was buried into one side of the jaw. After the buried clip was removed by hand, the same incident occurred when the device was fired. Another device was used to complete the case. There were no adverse consequences to the patient. After the operation, when the complaint device was fired outside the patient, the clip was twisted or a tear drop-shaped clip was formed.

Manufacturer narrative:
(B)(4). The analysis result showed that the instrument was received empty and with the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. No functional test could be performed due to the returned condition of the device. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. How did the clip feed into the jaws? - sideways. Was the clip "crushed" in the jaw because the device was fired, closing the jaws? - because the device was fired. Did the clip fall into the patient? - no. The device was fired outside the patient. If yes, how was the clip retrieved? - n/a. Which firing of the device did this event occur on? - from the 2nd firing. What vessel or structure was the device fired on at the time of the event? - the device was fired outside the patient. Was the clip fully advanced into the jaws prior to firing? - the clip at the 1st firing was fed into the jaws properly, but from the 2nd firing, the clip was not fed into the jaws. Was there any torquing or twisting of the device present at the time of firing? - no. Was any unexpected resistance felt while firing the trigger? - no. Were any unexpected noises heard? - no. If so, when? - n/a. Did anything unexpected happen prior to this incident? - no. Was the device fired after this incident in or out of the patient? - yes. What were the indications for surgery? - the information was not provided from the hospital. What was found? - the information was not provided from the hospital. Does the patient have any relevant history of surgical treatments? - the information was not provided from the hospital. If so, what? - the information was not provided from the hospital. Did somebody other than the primary surgeon fire the instrument? - the information was not provided from the hospital. If so, whom? - the information was not provided from the hospital.